Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus element plus,mr,ous 4.00x24 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the mid- section region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A 0.014 inch test guidewire was loaded through the tip of the device and exited at the guidewire exchange port without issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12-feb-2020. It was reported that advancing difficulties were encountered. The more than 95% stenosed target lesion was located in the severely tortuous and severely calcified middle and distal end of the left anterior descending artery (lad). A 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, during the procedure, the balloon was pre- dilated repeatedly, but the stent still has difficulty advancing event after trying several times. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.